Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the radial reload was partially fired and the anvil clamping mechanism was deformed. Functional testing noted that the radial reload was loaded into a representative instrument. The interlock was overridden and the radial reload was applied to test media. All remaining staples were placed, and the test media was cleanly transected. The radial reload interlock was tested and was found to function properly. The product analysis noted evidence that the device was not used as intended. The issue can occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range and second, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing in a open colon procedure, the surgeon was able to press the green button after closing the reload on tissue but the handle cannot be squeezed. The surgeon had tried to squeeze the handle with force, which resulted in handle cracking. To resolve the issue, a new handle was used. There was no patient injury.